Event description:
During an atrial fibrillation ablation procedure, a tamponade occurred requiring a pericardiocentesis as well as a sternotomy. When starting ablation, the patient became hypotensive and a trans thoracic echography was revealed a cardiac effusion. A drain was started, however did not resolve. A sternotomy was then performed and a hole in the coronary sinus was repaired, the fluid was drained which stabilized the patient. The patient was then transferred to reanimation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.